Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the plunger, link, anterior needle, and both cuffs were not returned with the device; therefore, the scope of this investigation was limited. Inspection revealed a broken posterior foot and bent posterior needle tip. This is consistent with the posterior needle being deflected and striking the foot during needle deployment instead of engaging with the posterior cuff inside the posterior foot pocket as designed. Subsequently, the suture could not be retrieved during the needle plunger retraction. As such, the whole suture would remain inside the device and its knot would become unraveled as observed. There would be no suture knot to advance as reported. As the needle trajectory of every device is checked twice during manufacturing, a possible cause for the broken posterior foot includes, but is not limited to, forcibly deploying the needles against resistance when a needle deflection occurred; however, this could not be confirmed. Based on the investigation findings, the probable cause for the broken posterior foot is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. A review of the device lot history record for this lot did not reveal any nonconforming material records related to this event. A query of the complaint database was performed and there does not appear to be any indication of a lot specific quality deficiency.

Event description:
It was reported that a physician, trained in the use of the perclose proglide, attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the suture broke while pulling on it during knot advancement. An additional two devices were used with the same results. Manual compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The two perclose proglide devices are being filed under separate medwatch MFR numbers. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.